Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient experienced issues with two infusion sets, both same types. The tubing on one of the sets broke on 29-apr-2024. The second set was used for 1 day and 8 hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
MDR device 1 of 2.